Event description:
Customer's family reported that customer passed away on (B)(6) 2014. The supply management team had sent out a prescription to customer and they were informed that customer had passed away. No other details about the death were reported. Several attempts were made to contact the family for more information, but they were unsuccessful. Messages were left for the family to call back. A letter was sent requesting further information. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).